Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to a pacemaker changeout procedure. During the procedure, it was noted that the lead failed to be removed properly due to a stripped set screw on the pacemaker. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.